Event description:
It was reported that the patient's lead fragmented during explant and part of this lead remains implanted. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6 health effect clinical code should have been 2687: foreign body in patient rather than 4582: no clinical signs, symptoms or conditions. Correction section h6 health effect impact code should have been 4630: modified surgical procedure rather than 2199: no health consequences or impact.